Event description:
Information received from the healthcare professional (hcp) reported that the patient's implantable neurostimulator (ins) "battery is dead" and that "it's not working anyway." The patient was to have an MRI but it was noted it was not due to the ins device or therapy. The indications for use for the implanted device were noted as non-malignant pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.